Manufacturer narrative:
(B)(4). The service engineer verified customer complaint and replaced the breath delivery unit central processing unit (bdu cpu). The unit then checked to the manufacturer's specifications.

Event description:
It was reported that during patient use, the ventilator shut down. The patient was reported to be "stable."

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.